Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported customer's insulin gauge intermittently displayed inaccurate fill estimates. During troubleshooting with tandem technical support the insulin gauge was displaying an accurate fill estimate. There was no impact to the customer's blood glucose.